Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) due to electromagnetic interference (emi) were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.